Event description:
The customer reported that during use of this ia-2379 lightwave ablator 90 degree angle in a left shoulder arthroscopy/rotator cuff repair procedure on (B)(6) 2013, the (B)(6) male patient sustained a second and third degree "gluteal burn" at his buttock. Follow-up with the user facility revealed that the procedure was completed as intended with no problems noted and the burn was not discovered until the patient was brought into the recovery room. There, the staff noticed the patient's buttock was burned. By this time, the ablator was already discarded by the or staff. The ablator was used with the erbe generator icc-300 and the settings were not available. It is not known how long the ablator was being used and there was no report of abnormality or damage observed on the ablator. It was reported that the 3m (item #8180f) dispersive pad was used and it was placed at the left side of the underbelly and that the patient was in the breach chair position during the surgery. Subsequently, the patient was transferred to a dermatology clinic for a skin graft and was later being treated by special wound consultation facility. Details of the treatments were not available at this time.

Manufacturer narrative:
The involved ablator is not expected for evaluation, as it was already disposed at the user facility. Without the involved ablator the evaluation could not be performed. Nonetheless, there were no reports of any type of problems noted during use and/or damage noted to the ablator before it was discarded by the user. In this instance, there may be multiple causes for this reported incident. However, based on available information the r&d engineer believes that a burn to the buttocks while the surgery was performed on the left shoulder suggests that the return path of the electrode current is not as intended and is due to misapplication and/or unintended movement of the pad after application making contact with the beach chair. Sitting in saline and burned from the same still suggests a problem with the return pad and not a problem with the lightwave ablator itself. (B)(4). In addition, a 2-year review of complaint history showed only one other reported injury related to a burn at the surgical site. Although, it is not known how the burn to the patient's buttock could be related to the ablator, this failure mode is addressed in the risk document as an acceptable risk. All lightwave ablators are intended to be used for ablation, tissue modification and coagulation of soft tissue in shoulder, ankle, wrist, elbow, and knee arthroscopic procedures. To reduce the risk of injury to the patient, the instructions for use (IFU) provides the following warnings & cautions to the user: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. Ensure all accessories are properly & securely connected to the generator & function as intended. Improper connection may result in arcing, sparking, or device failure, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately & replace. Use ablators only within prescribed generator settings. High power generator settings, & prolonged use may result in damage to insulation, melting of electrode tip or increased risk of patient burns. Use care when inserting & withdrawing the electrode from a cannula to avoid the possibility of damage to the devices &/or injury to the patient. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Don't bury electrode tip & insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated to avoid damage to the insulation. In addition, the instructions for use (IFU) on conmed dispersive pad warns the users that, "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn or poor electrosurgical performance". Device was discarded at user facility.